Event description:
Catheter had been implanted in patient for approximately 10 hours and then errors e001 and then e002. Monitor and monitor cable changed for another set. And error e002 remained. Catheter was replaced with a new one and worked correctly.

Manufacturer narrative:
Awaiting the return of the device for analysis.

Manufacturer narrative:
Initial: awaiting the return of the device for analysis. Final: the return catheter as contamined (implanted and functional). No e001 or e002 error were observed during device investigation and use on different monitors.

Event description:
Catheter had been implanted in patient for approximately 10 hours and then errors e001 and then e002. Monitor and monitor cable changed for another set. And error e002 remained. Catheter was replaced with a new one and worked correctly.